Event description:
User report: (ansm) inc 2025/0184. It was reported that on (B)(6) 2025, a large flexnav delivery system (ds) was being used in a navitor implant procedure. During the procedure, the non-abbott guidewire became stuck inside the ds and was impossible to remove. The guide was cut to release the ds and a new guidewire was used. There was no consequences to the patient, but the additional maneuvers could've had some thrombotic risk for the patient.

Manufacturer narrative:
An event of stuck guidewire was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Additionally, the lot was reviewed for similar complaints, and there is no indication of a lot-specific product issue. Based on the available information, the cause of the reported stuck guidewire could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
User report: (B)(4). It was reported that on (B)(6) 2025, a large flexnav delivery system (ds) was being used in a navitor implant procedure. During the procedure, the non-abbott guidewire became stuck inside the ds, and was impossible to remove. The guide was cut to release the ds and a new guidewire was used. There was no consequences to the patient, but the additional maneuvers could've had some thrombotic risk for the patient.